Manufacturer narrative:
The manufacturer conducted a follow up with the initial reporter. The hcp reported that the patient came in for a routine lyric change and hearing test, however she had a significant amount of pus in her right ear that she hasn't experienced before to the hcps knowledge since the hcp has been seeing her. It was a yellow/white-ish color with a very strong odor, completely filling up her ear canal and blocking her tympanic membrane. This pus also coated and saturated the lyric device when I took it out of her ear. The patient is partially non-verbal and did not communicate any discomfort or loss of hearing prior to her appointment or at the appointment. The hcp referred the patient to see an ent, which her aide let us know that they did go for treatment. According to the aide, the patient did have an ear infection and was given antibiotic drops to take. Lyric is a single use device and is usually discarded and hence is not available for the analysis. The device is designed to be worn deep within the ear canal, effectively sealing it as intended. However, this sealing can potentially lead to moisture accumulation in the space between the device and the eardrum. Such moisture retention may compromise skin integrity, creating a moist and dark environment that is conducive to bacterial growth. This environment can occasionally result in skin irritations or infections. Ear infection and other symptoms related to the deep insertion of lyric have already been considered in the device's clinical evaluation report and risk file. The accompanying IFU lists actions to take when ear pain, irritation or inflammation occurs and to seek medical advice. It should be also noted that ear infection is a relatively common condition that can occur independently of hearing aid use. The manufacturer checked for similar complaints in the last three years and there have been no trends identified. The manufacturer will keep observing for trends. This is the final report.

Event description:
It has been brought to manufacturer's attention that lyric device was removed after 46 wear days. Upon the removal the hcp observed significant white/off white pus with significant odour, possible infection - ent referral.